Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-31562. It was reported that patient experienced ineffective stimulation due to lead migration issue. Lead migration was confirmed via x-ray. Patient denies any traumas or falls. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.